Event description:
On (B)(6) 2012, the pt was treated with the gore excluder aaa endoprosthesis featuring the gore c3 delivery system. After deployment of the trunk-ipsilateral leg component an iliac extender component was inserted into the ipsilateral leg to be used as a distal extension. The physician had difficulty advancing the constrained iliac extender through the ipsilateral leg. This caused the ipsilateral leg to kink and occlude the flow into the right iliac artery. The iliac extender component was deployed and a balloon was used in attempts to restore blood flow but the artery was still occluded. The following day, the pt's leg was ischemic and an fem-fem bypass was performed. Additionally, there was a proximal type I endoleak which required the implant of an aortic extender component and palmaz stent, however, this did not resolve the endoleak.

Manufacturer narrative:
Add'l info including images, device info, etc... Has been requested.